Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the stimulator being funny was not determined but that the stimulator was now gone. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's stimulator was doing funny things. Patient said they had to have their bladder removed because the bladder won the war. Patient said they turned their stimulation off and down to 0 but they were feeling stimulation . Patient said they knew stimulation went off because they didn't feel anything for a while. Patient said then it started just as a little then slowly ramped up to a thumping. Patient synchronized with their programmer, and patient programmer showed stimulation was on. It was reviewed how to turn stimulation off, patient was able to turn stimulation off. Patient stated that they were not able to feel anything after turning off the stimulation. No further patient complications were reported as a result of this event.